Manufacturer narrative:
Product analysis: the hawkone atherectomy device was received inside multiple closed plastic biohazard bags. Returned with the device were the opened sterile label pouch for the cutter driver and the open sterile label pouch for the hawkone device. No images were returned for review. The device was returned connected to the cutter driver. A bend was noted in the torque shaft beneath the strain relief. A sheath and guidewire were also returned with the hawkone device. Biological debris was noted throughout the returned components. A returned sheath revealed that it was a non-medtronic device, consistent with the reported event. A dried blood-like substance was noted inside the sheath tubing and around the sheath hub. The returned guidewire was protruding from the distal and proximal ends of the sheath. The guidewire was protruding approximately 85cm from the distal end of the catheter. A bend was noted in the sheath located approximately 33.5cm proximal to the catheter distal tip. Microscopic examination of the sheath distal tip revealed a tear and stretching. Examination of the returned guidewire revealed a kink, loop, and multiple bends at the distal end of the guidewire. The outer diameter of the guidewire was verified by using a snap gauge from the lab; the guidewire outer diameter measured 0.0135¿, consistent with the reported guidewire. The guidewire kink and loop were respectively located approximately 7.7cm and 39.5cm proximal to the guidewire distal tip. Microscopic examination of the guidewire revealed that the guidewire coating was worn away at the location of the loop, likely from encountered friction. Inspection of the hawkone device revealed the distal assembly was fractured apart into two pieces. The fracture occurred at the proximal end of the housing where the coils initiate, distal the anchor pockets . The cutter assembly attached to the drive shaft was protruding out approximately 0.7cm from the cutter window. Microscopic examination revealed a blue fibre-like substance around the cutter window and cutter. No further anomalies were noted with the cutter. Examination of the distal housing assembly including the coiled segment and rotating distal tip inner housing coils were protruding out from the proximal end of the housing. Microscopic inspection revealed stretching of the inner laser drilled coils at the proximal end of the distal housing. Examination of the guidewire lumen revealed the proximal end of the lumen was no longer attached. Further examination found that the remainder of the lumen was intact with no tearing noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a spider fx was not used in this procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a non-medtronic 6fr sheath and .014 non-medtronic guidewire during treatment of a 15cm fibrous and plaque lesion in the patients distal superficial femoral artery and anterior tibial artery. Lesion exhibited 80% stenosis. Moderate vessel tortuosity and slight calcification are reported. A spider fx embolic protection device was also used. The guidewire was hydrated at prep and advanced over the bifurcation. IFU was followed. It is reported that during withdrawal of the device moderate resistance was experienced due to wire prolapse. As the device entered the tip of the sheath, it came apart from the catheter. The tip separated at the hinge pin. The sheath and device were removed in tandem. An additional sheath was in the dorsalis pedis and lesion was successfully dilated through that sheath. No patient injury reported.